Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a repair of hernia, the insulation of the product was melted which caused a first degree burn near the umbilicus of the patient. Another product was used to complete the procedure. There was no treatment needed for the burn because it was on the surgical site.